Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that nearly seven months after the dental implant was placed in ada site 12, a failure occurred. Patient presented with type iii bone. The clinician noted the patient's bruxism and the implant's mobility. An abutment was placed on the same day as the implant. The implant will be forwarded to the manufacturer for investigation. There were no reported patient injuries or post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly seven months after the dental implant was placed in ada site 12, a failure occurred. Patient presented with type iii bone. The clinician noted the patient's bruxism and the implant's mobility. An abutment was placed on the same day as the implant. The implant will be forwarded to the manufacturer for investigation. There were no reported patient injuries or post-operative complications.